Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found stuck collets in the reported problem area of the pipette assembly. All of the lld contact springs, tip clamp sleeves, and send tip clamps were replaced. In addition 2 plunger clamps and 5 tip clamp sleeves were replaced. The instrument was inspected, tested without further problem, and returned to service.